Manufacturer narrative:
UDI related data quality updates only: the manufacturer previously reported an allegation that an innospire elegance device with a strange smell as if something is burning. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. The previous report stated the brand name as "innospire elegance". Section d1 has been updated with the brand name as "innospire elegance". The common device name was incorrectly reported as "nebulizing system, non-heated". Section d2 has been updated to "compressor, air, portable". The manufacturer date was incorrectly reported as "10/04/2021". Section h4 has been updated to "no information (ni)".

Manufacturer narrative:
The manufacturer became aware of an allegation that an innospire elegance device with a strange smell as if something is burning. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer became aware of an allegation that an innospire elegance device with a strange smell as if something is burning. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.